Event description:
It was reported that during implant procedure, this right atrial (ra) lead parameters were not in range as the pacing impedance was consistently high out of range greater than 2000 ohms. The physician attempted to implant the lead in a different location, however, the lead parameters did not improve. As a result, the lead was removed and successfully replaced. No additional adverse patient effects. The lead is not expected to be returned for analysis as the patient was infected with human immunodeficiency virus (hiv).